Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Flow test was performed, and the device was unable to evacuate the water. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis confirmed the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The target lesion had normal vessel with little calcium. A 2.4mm jetstream xc catheter was selected to treat a popliteal artery occlusion in the distal superficial femoral artery (sfa). During usage, device could not suction and failed to evacuate before engaging the lesion. To troubleshoot this issue the device was pulled back to prime the device again; however, the issue was not resolved. The case was completed with another device of a different model. No patient complications were reported.